Manufacturer narrative:
A complete lead was returned in one piece measuring 52.1 cm. Analysis was normal and no anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure, the right atrial lead exhibited high capture thresholds and low sensing. The lead was attempted to be repositioned multiple times but was ultimately removed and replaced. The patient underwent a successful operation and was in good condition.